Manufacturer narrative:
Upon visual inspection of the battery compartment, plastic case damage indicative of improper/forceful removal of the batteries with a foreign object was observed. Pts is confident that this damage occurred post-distribution, as there are no manufacturing steps that would cause this type of damage. The customer allegation of overheating was observed on the returned analyzer.

Event description:
The customer reported that upon replacing the batteries their analyzer began overheating. There were no allegations of patient/user harm. There were no allegations of incorrect results.